Manufacturer narrative:
Through follow-up communication livanova learned additional information about the 8 patients infections previously reported. Following to that, four reports for 4 patients over the 8 reported, have been filed. Please find the references below: importer medwatch # (B)(4) and manufacturer medwatch # (B)(4); importer medwatch # (B)(4) and manufacturer medwatch # (B)(4); importer medwatch # (B)(4) and manufacturer medwatch # (B)(4); importer medwatch # (B)(4) and manufacturer medwatch # (B)(4). Based on the above mentioned, this reference is capturing 4 patients infections and no longer capturing 8. The investigation is still ongoing and further information regarding the other patients have been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through further follow-up communication livanova learned additional information about the 4 patients infections previously captured under this reference. Following to that, livanova has been able to file separated cases thus, this report is currently capturing a single female patient born on (B)(6) who undergone a cardiac surgery on (B)(6) 2017. Reportedly, the heater-cooler system 3t used for the surgery was sn: (B)(4).  No date of culture performed on the patient tissue e no information of the type of bacterium have been provided up to date. Please find below the references for the remaining 3 cases: importer (B)(4); manufacturer (B)(4); importer (B)(4); manufacturer (B)(4); importer (B)(4); manufacturer (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Patients information was not provided. The date of the event if made available will be provided in a supplemental report . Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(6) initiated an investigation. Through follow-up communication with the chief perfusionist livanova deutschland learned that most of the patient who tested positive presented with small and superficial abscesses on the sternal wound. None of the patients who tested positive was sick. All patients are currently doing fine and they are following an antibiotic treatment. Moreover, livanova learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices are very clean and there is no sign of biofilm. The devices are located inside the operating theatre during use. The serial numbers of the loaner devices in use at the hospital are the following: (B)(4). We are currently waiting to know the result of microbial sampling performed at customer site. Reportedly the tests are still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(6) received a report of 8 patients infected with mycobacterium chimaera.

Manufacturer narrative:
H.10: two (2) over five (5) devices which were in use at the hospital resulted to be contaminated. Only one serial number has been provided (B)(6) which is the device claimed in this specific case. A follow up report for the other cases associated to this specific device has been filed. The second serial number remains unknown as well as the type of contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.